Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: on which firing did this occur? Was the device able to be fully closed? Did the device lock out and it would not fire at all, or was the firing trigger of the device advanced and no staples deployed? If the device was fully fired, was it difficult to fire the trigger plastic to plastic?

Event description:
It was reported that during a rectosigmoidectomy procedure, "during the procedure in time to shoot the stapler was noted that was hard and even forcing was not possible to perform suturing it did not fire staples". As the device was not shot, doctor performed the suture manually. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l52892. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? Was the device able to be fully closed? Did the device lock out and it would not fire at all, or was the firing trigger of the device advanced and no staples deployed? If the device was fully fired, was it difficult to fire the trigger plastic to plastic? The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.